Event description:
It was reported that the device was replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v which occurred before explant. The eri is the result of high internal battery resistance.

Event description:
It was reported that the device was replaced due to early battery depletion. It was later reported by the patient that the patient had a device "where the update [did not] work and the device was replaced." No patient complications have been reported as a result of this event.